Event description:
The defibrillator was charged and the paddles applied to the pt's chest. Reportedly, when the defibrillator discharged energy to the pt, a large flash was seen, which appeared to originate at the paddles/pt chest interface. The flash singed the pt's chest hair and superficially burned the skin in this area.